Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 5 mg/ml at 0.5 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) conducted a catheter access port (cap) test and it failed so the pump segment was explanted and replaced. The issue was resolved at the time of the report. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report. Additional information was received from the rep who reported that the inability to aspirate was not determined and the explanted catheter was discarded.